Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep via cst that during a rotator cuff repair procedure two of the 4.5 healix advance three-suture anchors with orthocord broke during the case. The first anchor (lot: l964399) broke at the distal end while being inserted into the pilot hole of the humeral head. The sales rep stated that the distal end was retrieved. The second anchor (lot: l936991) distal third broke while being inserted into the pilot hole of the humeral head. All fragments were removed from the patient using an arthroscopic grasper/grabber. The sales rep stated a tap was used because of the patient's slightly hard bone. The sales rep stated that the case was completed by re-tapping the same bone hole and inserting a third anchor. There were no patient consequences, but there was a seven minute delay to remove the fragments from the patient. The sales rep stated there were no procedural or anatomy factors that contributed to breakage and no surgical intervention is planned. The sales rep could not provide any additional information. The devices were discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was discarded and not available for evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part (222296), lot (l964399) combination and no non-conformances were identified. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2018-55398.